Event description:
On (B)(6) 2014 a patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. The left and right common iliac arteries were ballooned with 9mm pta balloons. A gore® dryseal sheath dsl1828 was advanced and the trunk-ipsilateral endoprosthesis rlt281218 was positioned infrarenally. The contralateral leg was then cannulated. A 12fr gore® dryseal sheath dsl1228 was advanced into the trunk-ipsilateral endoprosthesis. A contralateral leg endoprosthesis plc201000 was advanced and the sheath was pulled back. The position of the contralateral leg endoprosthesis was reportedly too proximal so it was pulled back successfully but not easily. The contralateral leg endoprosthesis was positioned on the long marker and deployed. When the catheter was retracted, the proximal end including the olive was gone. The proximal end of the catheter was searched for utilizing the c-arm, but it was not found. An iliac extender component pxl161007 was placed in the distal end of the ipsilateral leg component and terminated in the external iliac artery to cover the iliac aneurysm. The devices were ballooned with a medtronic reliant balloon. An angiogram was taken and a proximal type I endoleak was discovered. An aortic extender endoprosthesis pla260300 was deployed to treat the endoleak. Another angiogram was taken which was said to look normal and safe. It was decided a control CT would be taken the following day to seek the proximal end of the plc201000. The patient tolerated the procedure. The following day, the CT showed the proximal end of the plc201000 to be adhered inside the wall of the device. No obstruction of flow was seen so it was decided no reintervention would be needed.

Manufacturer narrative:
Results: a review of the manufacturing records for the device verified the lot met all pre-release specifications. A review of the images is currently in progress. An engineering investigation is currently in progress.

Manufacturer narrative:
Description corrected. Device model number should have been pxc121400, not plc201000. (B)(4).

Event description:
On (B)(6) 2014 a patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. The left and right common iliac arteries were ballooned with 9mm pta balloons. A gore dryseal sheath dsl1828 was advanced and the trunk-ipsilateral endoprosthesis rlt281218 was positioned infrarenally. The contralateral leg was then cannulated. A 12fr gore dryseal sheath dsl1228 was advanced into the trunk-ipsilateral endoprosthesis. A contralateral leg endoprosthesis pxc121400 was advanced and the sheath was pulled back. The position of the contralateral leg endoprosthesis was reportedly too proximal so it was pulled back successfully but not easily. The contralateral leg endoprosthesis was positioned on the long marker and deployed. When the catheter was retracted, the proximal end including the olive was gone. The proximal end of the catheter was searched for utilizing the c-arm, but it was not found. An iliac extender component pxl161007 was placed in the distal end of the ipsilateral leg component and terminated in the external iliac artery to cover the iliac aneurysm. The devices were ballooned with a medtronic reliant balloon. An angiogram was taken and a proximal type I endoleak was discovered. An aortic extender endoprosthesis pla260300 was deployed to treat the endoleak. Another angiogram was taken which was said to look normal and safe. It was decided a control CT would be taken the following day to seek the proximal end of the pxc121400. The patient tolerated the procedure. The following day, the CT showed the proximal end of the pxc121400 to be adhered inside the wall of the device. No obstruction of flow was seen so it was decided no reintervention would be needed.